Manufacturer narrative:
This is a duplicate of report # 1218950-2016-03231.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the device displayed a cycle power message. There is no reported adverse patient impact.